Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at a dose of 1.341 mg/day (old dose of 1.502 mg/day) via an implantable pump for an unknown indication for use. It was reported that the actual residual volume was 3.1 ml and the expected residual volume was 0 ml. The hcp had a tough time aspirating the pump. The refill was done under fluoroscopy and it took a couple of hours. The hcp was planning a pocket revision on (B)(6) 2017 due to implant depth. The deep pump pocket was due to the patient¿s weight. The patient stated there were issues at his last refill as well several months ago. The representative did not know any of that information. The representative stated there were no previous discrepancies reported. The reservoir was accessed. The representative was questioning what volume was previously placed in the pump. They thought it was possible they did not fill the pump with a full 20 ml, but did not have access to that information. It was stated that the hcp may decide to just replace the pump since they were already going into the pocket site. The representative may not cover the case, but stated he would suggest they try to aspirate further from the pump to account for the discrepancy. Th ere were no symptoms reported. The catheter information was given from the clinician programmer. The pump segment was 87.8 cm and the spinal segment was 34.2 cm. The catheter volume was 0.281 ml. There were no further complications reported.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter/sc connector revealed a non-significant anomaly and the sc connector was damaged at explant. Eval code - conclusion code ¿ are being updated for this event. Eval code - method code applies to the catheter only. All previously reported device codes will be updated/corrected to the following for this event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. A typo was made in the first report. It should have stated actual reservoir volume (arv) was 0 ml and the expected reservoir volume (erv) was 3.1 ml. It was stated that arv was less than erv. The representative requested information on what happened when the pump goes empty. The representative was attending the pump replacement on (B)(6) 2017. It was stated that the volume she was told they were trying to aspirate was 2.7 ml. The representative stated she was told that pentec had difficulty at the last refill and the patient had to be taken to the hospital because his blood pressure went up after the last fill. They were unsure if there was a partial pocket fill at the last refill that accounted for the discrepancy. The representative wanted to review some catheter lengths after revising the catheter during the pump revision. The spinal section was not changed. The pump segment was changed as the sc connector covering came off during the revision. 1.5 cm of the catheter was removed when they cut off the old sc connector. The old catheter was 86.3 cm, the new pump segment was 34 cm, and the old spinal catheter length was 39.9 cm. The total catheter length was 160.2 cm with a volume of 0.352 ml. The catheter was cleared of drug and the healthcare provider (hcp) was to prime the catheter volume and internal tubing of the new pump (0.492 ml). Additional information was received from a hcp on 2017-apr-11. It was stated that the patient went to the emergency room (ER) immediately after the opp (outpatient procedure) refill done at home on or about (B)(6) 2016 because of increased blood pressure. The hcp thought the cause was that fewer than 20 ml were injected into the pump at the last refill, but the reprogramming was done for 20 ml. That explained why the pump was empty when there should have been 3 ml. This was confirmed at surgery on (B)(6) 2017 where the explanted pump had no fluid in it. A new pump was implanted. The pump was repositioned on (B)(6) 2017 and that should make the refills easier. There were no further complications reported or anticipated.